Event description:
It was reported that the device's pads are damaged. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the paddle plates which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.